Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that there was "a change in somebody pushing where you check the device." The nurse changed the programming back to where it should be and told the patient she would not have to check it. The implant caused discomfort in the private area. She could not stand it so it was removed. She had gotten a bladder injection since.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that she had problems with the device so it was removed. The patient was indicated for urinary dysfunction/ sacral nerve stim. No further information was provided about this event. Follow up is being conducted to obtain information about circumstances that led to the issue, when the issue started and a clarification of the issue. If additional information is received, a follow up report will be sent.